Manufacturer narrative:
Summary of investigation: two cases received at the same time from the same customer. There are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open but unused sample with aluminium pack and the suture is still wound on the pack, and three open and manipulated samples, all individually packed in small bags and missing the aluminium pouch and inner support (the three open and manipulated samples are not properly identified; they only indicate the suture size. One of them is labelled as batch 3544lv, while the other two have an unknown batch number). We have checked the diameter of the open and unused sample received: diameter result conducted on the open and unused sample analysed is 0.231 mm in average and fulfils ep requirements for this size and thread: 0.200 mm<xave<0.249 mm. We have checked the diameter of the open and manipulated sample identified as usp 4/0 and batch 3544lv: diameter result conducted on the open and manipulated sample analysed is 0.229 mm in average and fulfils ep requirements for this size and thread: 0.200 mm<xave<0.249 mm. We have checked the diameter of the open and manipulated sample identified as usp 4/0 and batch unknown: diameter result conducted on the open and manipulated sample analysed is 0.230 mm in average and fulfils ep requirements for this size and thread: 0.200 mm<xave<0.249 mm. We have checked the diameter of the open and manipulated sample identified as usp 5/0 and batch unknown: diameter result conducted on the open and manipulated sample analysed is 0.180 mm in average and fulfils ep requirements for this size and thread: 0.150 mm<xave<0.199 mm. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the three open samples received have been manipulated and are not properly identified. Furthermore, the unused sample received complies with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the unused sample received fulfills b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample tested. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the 4/0 sutures were unusually thin. They then compared them to the hospital's own monosyn 5/0 sutures; the sutures were almost identical. The outer box was 4/0, and the inner packaging also showed 4/0. However, upon removing the inner packaging and attempting to use the sutures, they discovered the sutures were 5/0. The failure occurred during surgery. Alternative sutures were used, and the procedure was performed as planned. There was no delay in surgery and no harm to the patient.